Event description:
It was reported that the day after implant it was found that the left ventricular lead had dislodged and had significantly increased threshold. The lead also had non-capture at eight volts. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: vedr01 ipg, implanted: 2010-(B)(6); 5072 lead, implanted 2010-(B)(6). (B)(4)